Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 57 mg/dl earlier in the morning. The customer drank juice to stabilize bg level. The customer stated the suspected cause of the low bg was due to being stressed. As the customer did not contact tandem technical support at the time of the reported issue, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.